Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
The customer reported a speaker operation problem. A "speaker malfunction" inop was displayed on the intellivue mx800 patient monitor and no sound was coming from the device. No patient involvement.